Event description:
The customer reported a diagnostic fluoroscopic image was intermittently unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. Workstation pcb assemblies were also re-seated. The system was tested and found to be working as intended and returned to service.